Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # l55j5c. Additional information requested but unavailable: when the ¿handle jammed,¿ did the device lock out and not deliver a cut line or staple line? On which firing did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? The analysis results found that the ats45 device was received with the clamping mechanism damaged and with no cartridge reload present. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, with the use of the 3rd reload, the device handle got jammed and staples did not fire. It is unknown how the procedure was completed. There was no adverse consequence to the patient.